Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, h.6.

Event description:
Healthcare professional reported "rupture." This record is for the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture." This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, b6, h6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "linguini's sign seen consistent with intracapsular rupture". This record is for the left side. The device has been explanted, replaced, and discarded.